Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reported phone number: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: picture review: based on the provided picture it could be confirmed that an end piece of one thumb screw is missing. There are no discernible signs of breakage visible. The part and lot number could be identified as 03.820.111 lot t176875. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part number: 03.820.111, lot number: t176875, manufacturing site: (B)(4), release to warehouse date: oct 1, 2019. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that a vertebral body retainer was broken. The screw was missing and could not be locked tightly. There was no further information provided. This report is for one (1) vertebral body retainer. This is report 1 of 1 for (B)(4).